Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant. During the procedure, the physician had difficulty placing the right atrial lead and right ventricular lead. It was also noted that there was a lot of bleeding. Eventually the leads were placed with appropriate pacing and sensing, however the bleeding continued. The physician believed he hit an artery. Another surgeon was called, and pressure was applied to the implant site which stopped the bleeding. The pocket was closed and the patient was sent to the intensive care unit. Two hours later, it was noted that the patient suffered a stroke. A CT scan showed that the atrial lead was implanted in the aorta, while the ventricular lead was implanted in the left ventricle. The system was explanted and a temporary pacemaker was placed. Another doctor ballooned the subclavian and implanted two stents. The patient was airlifted to another hospital and the patient¿s condition is unknown. No further information is available.

Event description:
New information received on sept 5, 2018, indicates that the patient had a pacemaker system implant on (B)(6) 2018.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.